Event description:
It was reported that at the clinical visit the device could not be programmed and that the device was totally depleted during warranty. The customer presumed the battery should last longer than the warranty period. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion; meets expected longevity.